Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out. The duration of placement is not available.

Manufacturer narrative:
(B)(4). The testing and investigation results confirmed the complaint. A missing valve band and inflation valve assembly were identified. A luer lock syringe was used for balloon inflation (contrary to labeling that instructs use of a luer tip syringe). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.